Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the procedure open or laparoscopic? What two anatomic structures were being anastomosed? How was the anvil placed? Was the plastic ancillary trocar used? If so, was there any difficulty removing the ancillary trocar? What instrument was used to grasp the anvil? Where was the anvil being grasped during attachment? Was the orange band on the device trocar completely covered after the anvil was fully attached as per the IFU? How was the anvil held to avoid detachment? Was there any tension on the anastomosis? Was there any tissue noted in the anvil locking springs? Was there any damage noted to the anvil locking springs?

Event description:
It was reported that during a gastrectomy, the anvil and the orange band got detached twice. For the third attempt the surgeon had to hold the anvil to avoid detachment. During the procedure it was found a disengagement of the tip of the clamp relative to the anvil. Device used until the end of the procedure. The anastomosis has been performed. No patient consequences.